Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. The bwi product analysis lab received the device for evaluation on (B)(6) 2021. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, flow test, and functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax on the smart touch unidirectional sf device. The magnetic sensor functionality was tested on carto and the device failed; error 105 was observed; no force error was detected during the analysis. The sample was dissected, and corrosion was found on the pcb. Then, an irrigation test was performed, and the catheter did not irrigate. The device was inspected on the pebax area, under scanning electron microscopy and a hole was found in the pebax, that caused the foreign material inside the pebax. In conclusion, the damage at the pebax with reddish material inside it could be related to the force issue experimented during the af operation also magnetic and corrosion issues found during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thmcl smtch sf unid, tc, d, il and the biosense webster, inc. Product analysis lab observed a hole on the pebax.. During the procedure, the force value could not be zeroed. A second catheter was used to complete the procedure. There was no patient consequence reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, a visual analysis of the returned sample revealed foreign material inside the pebax. The pebax area was then inspected under scanning electron microscopy and a hole was found in the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2022.